Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. There was a defect in the locking mechanism of the video connector socket. The battery of the printed circuit board was exhausted. The reported event may have been caused by the deterioration of components on the dp or dx board due to long-term repeated use, because the reported event during device inspection by sorc was not reproduced and more than 7 years have passed since the device was delivered. Omsc determined that the front panel flashed because the cp board was unable to communicate with the dp or dx board due to a temporary malfunction of the dp or dx board. The instruction manual provides preventive measures against the reported video connector socket defect. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the front panel was blinked when the device was turned on. There was no report of patient injury associated with the event.